Manufacturer narrative:
H6 evaluation result codes (1) = no device problem found - 213.h6 evaluation conclusion codes (1) = cause not established - 4315.

Event description:
It was reported that the patient had inflammation in his chest and an infection is suspected, not device related. As a result, the patient had system explanted and a new system put in place. Devices will not be returned as they were disposed by the facility. Patient is doing well post operatively.

Manufacturer narrative:
Date of event = mid (B)(6) 2020. Explant date = mid (B)(6) 2020.

Event description:
It was reported that the patient had inflammation in his chest and an infection is suspected, not device related. As a result, the patient had system explanted and a new system put in place. Devices will not be returned as they were disposed by the facility. Patient is doing well post operatively.